Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a manual injection and a bolus form the insulin pump. Troubleshooting was performed and it was found that the infusion set cannulas were bent. Customer was advised to change the infusion set, reservoir and insulin. The product will be returned for analysis.